Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided. Sid: (B)(6) (67 year old female), (B)(6) 2023, initial result: 0.33 ng/ml (critical), repeat results: 0.04 and 0.03 ng/ml (normal). Normal ranges: normal = </= 0.03 ng/ml, intermediate = 0.04 - 0.29 ng/ml, critical = >/=0.3 ng/ml . No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2023-00161 under a different suspect medical device (architect i2000sr). The suspect medical device was changed on (B)(6) 2023 to architect stat troponin-I reagent kit upon further investigation of the customer issue. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 66986un22 was identified.